Event description:
The user facility in russia reported that during implantation procedure, the needle came off from the plastic hub and slipped inside the patient's skin. Upon withdrawal, the needle separated from the plastic hub and remained in the patient's tissue. The surgeon had to make an incision to pull out the cannula and applied stitches. Neauvia stimulate medication was administered for the correction of the soft tissue of the cheekbones. There was no permanent impairment of a body function or body structure. .

Manufacturer narrative:
The product is available for evaluation, but not yet received. This investigation is ongoing.

Manufacturer narrative:
As this is an intermittent failure, the testing process at the time of manufacture may have potentially failed to uncover the reported defect. The root cause identified on the previous CAPA was the uv curing process not successfully completing its cycle. An ishikawa fishbone and root cause analysis of that complaint was reviewed and have confirmed that it is also applicable to this complaint. Prior to the reporting of this complaint, corrective action was taken to ensure a robust poke-yoke system is in place to prevent reoccurrence. The uv curing system has been fitted with an audible alarm that activates if the machine is not loaded properly and the cycle time is not completed. If the alarm activates currently the management are informed so that an investigation can be conducted before continuing production. The root cause was determined to be attributed to human error rather than a failure of the curing process itself. There is currently a corrective action in place to address this issue. The lot and device history record was reviewed and no nonconformities or anomalies were related to this complaint. The complaint trend review found that this issue has happened on 7 occasions since (B)(6) 2019. Of these 7, 3 have been with aj1833a. During that same period (B)(4) pcs were sold and manufactured. This batch was selected for additional testing at the time of production and a total of (B)(4) were destructively pull tested. Out of this sample 0 of the tested products failed the minimum pull test requirement of 40n. The minimum recorded test was > 60n the cpk of the batch was >1.47 with an observed ppm of 0.